Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D.9:device eval by manufacturer? Yes. D9: returned to manufacturer on: 2024-january -8th. H.6 investigation summary: material #: 364416. Lot/batch #: 2152474. Bd received 1 sample for investigation. The sample along with 9 retention samples from bd inventory were evaluated by visual examination and functional testing, each drawn with water, and the indicated failure mode for insufficient flow with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode insufficient blood flow. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd preset¿ there was insufficient blood flow of 10 devices. No patient impact reported.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information:date of event: (B)(6) 2023.

Event description:
It was reported that while using bd preset¿ there was insufficient blood flow of 10 devices. No patient impact reported.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd preset¿ there was insufficient blood flow of 10 devices. No patient impact reported.